Event description:
A surgeon reports the intraocular lens appears cloudy over seven years following initial implant surgery. The surgeon reports the cloudy lens has affected the pt's visual acuity. Additional information has been requested.